Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that the pocket failed to eject tylenol 500mg on a ob unit. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height pocket on rowtray c was not releasing. The field service engineer reseated connection at the controller board and on rowtrays to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.